Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4) concomitant products: us157852, m2a-magnum pf cup 52odx46id, 144390. 157446, m2a-magnum mod hd sz 46mm, 296550. 139256, m2a-magnum 42-50 tpr insrt std, 448260. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11331, 0001825034 - 2017 - 11330, 0001825034 - 2017 - 11333. Product location unknown.

Event description:
It was reported that the patient was revised nine years post-implantation due to pain. During the revision procedure, the surgeon noted metal on metal debris. Attempts to obtain additional information have been made; however, no more is available.